Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were twisted. No other details are presently known. Another device was used to complete the procedure. There was no impact to the patient reported.

Manufacturer narrative:
(B)(4). Jaws.